Event description:
Found during testing. According to the reporter, the device would not power up in ac. No pt involvement reported with this event.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not power up with ac power. Physio replaced the power supply assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Further eval of the replaced power supply assembly determined that root cause for the reported event was an electrical short through 2 transistors, designated q1 and q2.